Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. The patient was last able to recharge the device 5 months ago. A company representative met with the patient and confirmed the issue. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. The patient reportedly regained therapy following the procedure.